Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-jun-2019, UDI#: (B)(4), implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device was ¿broken¿. It was noted that the patient had colon cancer surgery and when they were removing part of their colon, a ¿laser¿ or something ¿fried one of the leads. This occurred in (B)(6) or (B)(6) 2015. It was also reported that the patient was showing signs of dementia and they wanted to do an MRI. There were no further complications reported or anticipated.